Event description:
Pt to operating room for left frontoparietal temporal craniotomy and evacuation of subdural hematoma. Per rn report: "surgeon planned to also place a codman direct link icp micro sensor and ensured rn had products/equipment/knowledge needed for safe implantation and accurate monitoring. Rn completed zeroing process for direct link box to transport monitor (with both 0 mmhg and 100 mmhg test settings) while surgeon proceeded with case. Prior to implantation, surgeon passed off end of microsensor to rn for zeroing of sensor. Rn read steps aloud and followed steps; microsensor would not zero. Rn had contacted rep for company and put rep on speaker phone. Rep instructed to re-zero everything. Everything re-zeroed while reading steps out loud. Sensor would still not zero. Rep instructed to open new microsensor and repeat process. New microsensor opened and process completed (while reading steps out loud with rep on speaker phone.) Second sensor still would not zero. Rep contacted his company counter-part while rn repeated all steps with new direct link box and cables. Sensor would still not zero. Rep stated his counter-part agreed we were doing all steps correctly and was not sure why the microsensors would not zero. Surgeon had to abandon plan of implanting this microsensor and had to make additional incision and hole in skull for implantation of an external ventricular drain connected to integra icp bag. This was more invasive and bulkier than the intended option." Per the surgeon: attempts were then made to use the codman fiberoptic intracranial pressure monitoring kit and m8, but it could not be zeroed and it was never placed into his brain. Accordingly, I elected to place a ventriculostomy after we closed. Note: two codman devices, same device and same lot number, had the same issue.